Event description:
It was reported the patient ((B)(6)) is experiencing ineffective stimulation coverage. Lead diagnostic testing revealed high impedance measurements. Reprogramming was unable to provide resolution. In turn, the patient will have x-rays taken as the next course of action. The date when the patient began experiencing ineffective stimulation coverage and the patient's device information is unknown. Implant date for the following device is unknown: model: 3608, scs ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.